Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: while testing this device, biomed reports that it failed the o2 input flow test failed many time no patient involvement.